Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.